Event description:
Caller reports false positive tni on shortness of breath (sob) meter. Pt presented to emergency department. Sob lot # w48990 4:20 am (B)(6) 2011 (whole blood edta) tni 0.78; ck-mb <1.0; myo 4.8; d-dimer <100; mnp <5. Lot # w49211 5:20 am (B)(6) 2011 tni <0.05; ch-mb <1.0; myo 47.7. The device from previous run on sob at 4:20 was reinserted into meter and result was as follows: tni 0.78; ck-mb <1.0; myo 43.3; d-dimer <100; bnp <5. At 5:52 am (B)(6) 2011 same sample on siemens rxl: tni <0.04 (range 0-0.12) (cut-off >0.60). Repeat on dimension expand tni <0.04 result from lab analyzer released to md at 6:03 am. At 8 am (B)(6) 2011 echocardiogram/perfusion studies performed. Normal study. Lab test using dimension repeated at 7 am with tni <0.04. Pt released 18:00 pm (B)(6) 2011.

Manufacturer narrative:
Sample was received from the customer, however, product support was unable to test the sample. The customer did not follow the instructed procedures for storage and shipping. The customer stored the whole blood sample for 5 days after collection (at unknown conditions) instead of spinning the sample down for collection of the plasma and freezing the plasma for shipment to (B)(4). Product support attempted to collect the plasma but the sample was severely hemolyzed and was unable to be tested. Product support observations for tni recover follow: no high bias or false positive result was observed with any sample. No error codes or device issues were observed. All data points with cal z were below the manufacturing cut off of 0.05ng/ml. All data points with cal h were within the manufacturing 2sd range, with a % recovery of 102% (within the manufacturing final release specifications). The customer complaint of a false positive result was not observed with the negative control sample; and no high bias in tni recovery was observed with the positive control. Product support tested sob w48990 with cal z (neg control) and cal h (pos control). Observations were for tni recovery. No high bias or false positive results were observed with either pos or neg control. (B)(4). The customer also returned used devices from lot w48990. Product support was unable to conduct additional investigation into these used devices. No corrective action required at this time as no product deficiency was established.